Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s lead showed multiple low impedances. X-rays revealed the lead migrated outside of the epidural space. As a result, the physician relocated the lead on (B)(6) 2018. Postoperatively, effective stimulation was reported, and impedances were within normal limits.